Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, replaced the bushing pole mount during preventive maintenance (pm). The stm complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the bushing for cart IV pole holder was missing in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.